Event description:
Physician reported during intraocular lens (iol) implant procedure, it was reported that small scratch on the optic at the periphery after folding the iol and implantation. It was stated this happens because the instruments/assistant surgical operator fold it incorrectly. It was also stated that the iol was placed in such a way that the scratch is peripherical at 12o clock and us covered by the upper eye lid. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).